Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in austria. On 08-jun-2024, patient's mother reported that the patient faced infusion set was leaking from the tubing. The infusion set was in use for one day. No further information available.